Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered and unresponsive. There was no impact to customer's blood glucose level. Customer stated that they have back up long acting and short acting insulin injections for insulin therapy.